Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part has not been received for manufacturer review/investigation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: may 4, 1994. A review of the device history records is not available for this device due to the product age. The device was manufactured in 1994. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a pair of reduction forceps broke while a surgeon was reducing a fracture during a surgical procedure on (B)(6) 2015. The broken piece was retrieved. The procedure was completed with no reports of surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the 399.99 lot number a7da019 reduction forceps was likely caused by over twenty one years of use; however, this complaint is not likely a result of any design related deficiency. The device was returned and reported to have broken intraoperatively. This condition is confirmed; the tip of one of the serrated jaws is broken approximately one centimeter from the distal tip along a homogenous fracture surface. It is likely that over twenty one years of use has led to this complaint condition. The device was manufactured in 5/1994 and is over twenty one years old. The balance of the returned device is in fairly worn but surprisingly good condition given its age. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.